Event description:
It was reported through MFR report# 402760000-2023-8002 that a patient received a bilateral superficial partial thickness to the back of both knees while using a med-itherm device. A foam roller was used to position the legs for surgery. A medi-therm blanket was placed over the foam roller and was positioned against the skin. Both the medi-therm blanket and foam roller were hot to the touch at the end of the case.

Manufacturer narrative:
Through investigation it was identified that the injury to the patient would have been caused by the medi-therm control unit. The serial number and catalog number of this device was not provided by the user facility. The 8001061810 that was initially reported for this medwatch would be considered the concomitant device. Based on the information provided by the user facility, it was identified that no component level defect was identified with the unit. The issue was resolved for the customer by providing clinical guidance on using the product. The patient experienced redness following the procedure and used meliplex (over the counter) to treat it.

Event description:
It was reported through MFR report# (B)(4) that a patient received a bilateral superficial partial thickness to the back of both knees. A foam roller was used to position the legs for surgery. A medi-therm blanket was placed over the foam roller and was positioned against the skin. Both the medi-therm blanket and foam roller were hot to the touch at the end of the case.

Manufacturer narrative:
Device was not accessible for testing.